Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating and multiple power alerts occurred. Pump shut off. Customer could not recall if the adapter was changed during this event. Customer charged pump and reloaded cartridge to resolve the issues. Customer's blood glucose was 200-206 mg/dl.